Event description:
Procedure type: tep totally extra peritoneal. According to the reporter: during placing and fixing of the blunt-tip trocar the white form material of the cuff is fallen in the belly space of the pt and had to be retrieved. The incident was noticed by the surgeon immediately and the material was removed. Another blunt-tip trocar was used. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. No reinforcement material was used.

Manufacturer narrative:
(B)(4).